Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor will not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon receipt, the monitor was unable to power up. Upon investigation, the white wire cables were missing and the hv wires were broken. The cause of the failure was the missing and broken wires. The root cause of the missing and broken wires were unable to be positively identified. No adverse event resulted from the defective electrode belt.